Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. H8 was erroneously selected on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An automated impella controller was located in an equipment room/storage area per usual location. A storm drain burst and leaked and flooded the equipment room floor with at least one foot of drainage water coming down from the ceiling. No direct water contact was witnessed. However, due to the humidity of the enclosed area, it was determined that the incident should be reported. No patient was involved.